Manufacturer narrative:
Additional narrative: examination of the submitted device confirmed the reported fracture. The device fractured due to high-stress overload. Evidence suggests the pin as placed in at an angle and fractured during removal from the tray as reported. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot codes required was not provided. A complaint database search against product code 217830123 found no trend of reported incidents of breakage. Based on the root cause determination of misuse and the low frequency of reported events, no corrective action is required. Monitor complaints through (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Fixation pins could not be removed no matter hard the surgeon pulled. It was thought they might not have been placed straight, and a power tool was used to pull them out because they could not be pulled out in the normal way due to the healthy bone tissue. The pin ended up broken, possibly by metal fatigue caused by repeated attempts to pull it out. The broken piece was removed, and the patient's health was not affected.